Event description:
Event description cpi received information that during follow-up testing of this implantable pulse generator (ipg), the programmed parameters were not as expected. All of the parameters were programmed off including the magnet mode. The atrial lead configuration was programmed unipolar sensing and pacing. At the time of implant, the parameters had been programmed appropriately.